Event description:
A 3.5mm diameter by 15mm length s670 stent delivery system was inserted for treatment of a lesion in an unknown coronary artery. The stent delivery system was inserted overlapping a previously deployed stent that was smaller in size. During the inflation of the stent delivery balloon to 14atm of pressure, the balloon reportedly burst. The stent delivery balloon extended within the previously deployed stent during the inflation. The stent was successfully deployed and there was no report of injury to the pt. The balloon burst likely occurred from being inflated within the previously deployed stent, which was smaller in size.